Event description:
It was reported that patients are returning 3 to 5 weeks after surgery with red, swollen gums. Infection was stated on the initial report but it is not clear if infection was confirmed or if the patient was treated for infection. Sutures were removed and replaced with other sutures. No additional information has been available from the end-user facility at the time of this report. If additional information or details become available, we will update this report.

Event description:
It was reported that patients are returning 3 to 5 weeks after surgery with red, swollen gums. Infection was stated on the initial report but it is not clear if infection was confirmed or if the patient was treated for infection. Sutures were removed and replaced with other sutures. No additional information has been available from the end-user facility at the time of this report. If additional information or details become available, we will update this report.

Event description:
It was reported that patients are returning 3 to 5 weeks after surgery with red, swollen gums. Infection was stated on the initial report but it is not clear if infection was confirmed or if the patient was treated for infection. Sutures were removed and replaced with other sutures. No additional information has been available from the end-user facility at the time of this report. If additional information or details become available, we will update this report.